Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, the scope detection was not working with the subject device, the issue occurred during inspection for use before the patient room. There were no reports of patient involvement.

Manufacturer narrative:
This manufacturing report 3002808148-2025-03881-00 was sent in error after further clarification was provided by the customer regarding one event/one scope and did not involve multiple events/multiple scopes.

Event description:
The customer provided additional information: the customer reported the olympus 180 series scope had malfunctioned and not 180 scopes.